Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 325 mg/dl, which was treated with a manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the occlusion test due to a faulty force sensor resistor. The motor passed motor test. The unit had a minor scratched liquid crystal display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.